Event description:
The patient reported experiencing significant gum irritation, sensitivity, and significant delays in receiving new aligners between steps and went to the dentist. The dentist noted the delays may cause improper tooth movement which increase potential for root resorption and other potential dental complications leading to long dental issues. Therefore, recommends discontinuing the byte treatment. Patient initials: (B)(6). Gender: male.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.